Event description:
Complaint description: 11/15/2000 a hosp endoscopy supervisor reported that a physician and nurse observed smoke in a pt's cecum during a diagnostic colonoscopy procedure. The smoke, noticed exiting the distal end of a new cf-160qal colonoscope at the time of the occurrence, was no longer visible after the colonoscope was removed from the pt. The scope was used with a brand new video system consisting of a clv-160 light source and a cv-160 video processor. The supervisor reported that a second new video system, in use since 11/14/2000, worked well for two days of use. On 11/17/2000, the new system was used for a diagnostic examination. The supervisor stated that when the scope was being removed from the pt, a physician and nurse reported that they noticed smoke inside the pt. Once again, smoke was no longer visible once the scope was removed from the pt. The supervisor reported that both procedures were completed without complications. Background: the supervisor reported the two new video systems were used with microvasive cold biopsy forceps. Supervisor mentioned that wisps of smoke were noticed as biopsies were attempted. As mentioned above, there were no complications related to the occurrences. 11/13/2000 the supervisor reported that the new video systems (endoscopes, video processors and light sources) were installed by an olympus sales rep, hosp bio medical engineer (bme) and tech. The following day, the new equipment was used for the first time. 11/14/2000. When the scopes were connected to the new equipment, a nurse noticed that light from a cf-140l scope was dim during a procedure. When the scope was leak tested after the procedure, no problems were detected. Then a gif-1t140 was used; the bright light also dimmed during the procedure. Next, when a cf-1t140l was inspected prior to use, it was not used for the case because the light was too dim. The new light source and video processor were removed from the procedure room.